Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, both proglide devices had a ¿link break¿. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to greater than 8.5f and the taa procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.